Event description:
Pt was experiencing high blood glucose levels all week. On friday, she changed her infusion set, catheter and cartridge. Her blood glucose reading was 600 mg/dl. Saturday morning her dr changed her insulin to humalog and before dinner she changed to her back-up pump. Her blood glucose was 297 mg/dl before dinner and returned to 600 mg/dl after dinner. On sunday she passed out and was taken to the ER where she was treated and released.